Event description:
Stent was mounted on the balloon catheter and delivery to the lesion site was made. Upon inflation of the balloon, the balloon ruptured and it was difficult to remove the balloon catheter from the pt. A dissection was noted. The dissection was successfully tacked up with 3 stents. The pt is reported as fine. The physician indicated that the deflated balloon may have caught on a stent strut making it difficult to remove the catheter from the pt.